Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 2 infusion sets adhesive on (B)(6) 2024.the infusion set was in use for 1-2 days. The blood glucose level of the patient was 280 mg/dl. The treatment received by patient for high blood glucose was with correction blous via pump. No further information available.

Manufacturer narrative:
Initial and final MDR 1896251 - device 2 of 2.